Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer's blood glucose (bg) level was 281 mg/dl and insulin injections were used to address the bg level. During troubleshooting, the pump time was found to be off by 24 minutes. The contact did not know how long the time was off or the cause. Tandem technical support assisted the customer with setting the correct time.